Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint failure analysis found the primary failure of thermal damage on the yaw pulley to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The thermal damage is found near the base of one of the grips. Upon visual inspection, there was no damage found to the conductor wire. The instrument passed electrical continuity. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 lot# k10220323-0024) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 2 hr 6 min. The alleged event occurred on the 4th use of the instrument with 10 uses remaining. Event verification of the logs confirmed the prostatectomy - radical w/ lymphadenectomy surgical procedure occurred on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the instrument had thermal damage on the bipolar yaw pulley and passed the electrical continuity. Although there was no arcing reported by the customer, the thermal damage is potentially indicative of stray energy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure completed with no reported injury, insulation was found burnt off the maryland bipolar forceps instrument during reprocessing. There was no report of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.